Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The adc device related to this complaint was used for assisting in the monitoring and management of diabetes, and was not being used for treatment or diagnosis. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adverse skin reaction was reported with wear of the abbott diabetes care (adc) device. A customer experienced a skin irritation at the sensor site. As a result, the customer reported seeing a healthcare professional where customer was prescribed unspecified medication. There was no report of death or permanent impairment associated with this event.